Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the forth proximal row with a stent strut lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. A 2.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.